Manufacturer narrative:
This is one event for the same pt involving three separate products.

Event description:
The plaintiff's atty alleged that the decedent was hospitalized for an unspecified event on or about (B)(6) 2012 after use of the product. The plaintiff's atty also alleged that the decedent experienced a sudden cardiac event on (B)(6) 2012 and subsequently expired.